Event description:
Customer response on (B)(6) 2025. It was mentioned that a 'needlestick occurred'. Could you please confirm whether it was a clean needlestick or a contaminated one? Contaminated. Customer response on (B)(6) 2025. Yes, there was a needle stick injury due to the needle not retracting along with additional blood exposure because the catheter did not autoocclude. Customer response on (B)(6) 2025. We followed our blood borne exposure policy. Our employee checked into the ed for evaluation and lab tests. The patient was also tested. Nothing came back positive as far as I am aware.

Manufacturer narrative:
This supplemental relates to 1710034-2025-00250. MFR report number did not carry over. Additional information was added to "describe event or problem" no serious injury confirmed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract, and blood control feature did not work. The following information was provided by the initial reporter: please see original email from xxx at xxx. A nurse got stuck with one of our insyte catheters because it did not retract and additionally the blood control valve dis not work. Can you look into this lot number and next steps for remedying the situation. I'm going to go around the hospital today and collect all the ivs in the lot that is impacted. One of our nurses just had a needle stick injury. We are having her check in now and will complete blood exposure protocol. One of my biggest concerns is that the needlestick occurred because the needle did not retract when the button was pressed after IV insertion. Also, this type of insyte is also supposed to have the blood control technology. The port needed to be occluded manually with pressure because it did not self-occlude after the needle was retracted.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382634 and lot number 4255291. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.